Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the pre-operative diagnosis at filter placement was history of deep venous thrombosis, venous insufficiency and total knee arthroplasty. A trapease was placed via the left femoral vein under fluoroscopy guidance without incident. It was placed at the l3 position, below the level of the renal vein by venography. The filter subsequently malfunctioned and caused injury and damages to the patient, including perforation. Per the patient profile form (ppf), the patient had CT scan approximately 4 ½ years after the filter was implanted and it showed perforation of filter strut(s) outside the inferior vena cava (ivc). The patient has pain in the abdomen and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter subsequently malfunctioned and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information was received from the patient profile form that the patient had CT scan approximately 4 ½ years after the filter was implanted and it showed perforation of filter strut(s) outside the inferior vena cava (ivc). The patient suffers from pain in the abdomen, as well as anxiety and mental anguish from concerns the filter will move further and cause other injuries. Medical records received also indicate the pre-operative diagnosis at filter placement was history of deep venous thrombosis, venous insufficiency and total knee arthroplasty. A trapease was placed via the left femoral vein under fluoroscopy guidance without incident. It was placed at the l3 position, below the level of the renal vein by venography.